Manufacturer narrative:
Reported patient age (27 years) is representative of the mean age for all patients included in the emb+gks group of the study. Reported patient sex (female) is representative of the majority (52.1%) of patients included in the emb+gks group of the study. If information is provided in the future, a supplemental report will be issued.

Event description:
Meng, x., he, h., liu, p., gao, d., chen, y., sun, s., liu, a., li, y., & jin, h. (2021). Radiosurgery-based avm scale is proposed for combined embolization and gamma knife surgery for brain arteriovenous malformations. Frontiers in neurology, 12, 647167. Ht tps://doi.org/10.3389/fneur.2021.647167 medtronic review of the literature article found review of 96 patients who were treated for brain arteriovenous malformations (bavm). 48 patients were treated with gamma knife surgery (gks) only and 48 were treated with combination of endovascular embolization (emb) and gks. 46 patients in the combination treatment group were treated with onyx. There were no reported device malfunctions noted in the article. 6 (10.2%) procedure-related adverse events occurred, including 1 hemorrhagic and 5 ischemic types. However, it was reported that all patients in the study were noted to have favorable outcomes. Adverse events: four patients experienced transient ischemic symptoms (one limb weakness, two limb numbness, and one blurred vision) and recovered fully at discharge. One patient suffered permanent contralateral limb weakness (mrs = 1 at last follow-up).